Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge onto the pump. At the time of the report, the fill estimate was accurate. Blood glucose level was 390 mg/dl.